Event description:
During product service by a field service technician, a flo-gard infusion pump presented a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. The low battery alarm was identified during the alarm log review. The cause of the condition was determined to be a low battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.